Manufacturer narrative:
The root cause and root cause sub class cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls met the product release criteria. There are pre-identified risk factors that could cause a heat cell contents to leak listed in the hazard analysis ((B)(4)). In addition to these hazards, there are multiple risks that are outside the control of the site. There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition to these hazards, there are risk that are outside the control of the site. Which include things like user damages cells upon opening (e.g. Scissors). The warning labels on our products instructs the consumer not to use the product "if heat cell contents leak and/or wrap is damaged or torn". This is an adverse event for heat cells leakage of the product. A risk calculation cannot be determined without a return sample.

Event description:
On 12-aug-2023 a spontaneous report from the united states was received via email regarding a female consumer who purchased a thermacare lower back and hip 8hr s/m heat wrap. On 16-aug-2023, additional information was received from a consumer. Medical history and concomitant products were not provided. On an unspecified date in (B)(6) 2023, the consumer received thermacare lower back and hip 8hr s/m heat wrap for an unspecified indication. The consumer received 2 boxes of heatwraps, which each box had two heat wraps. When she opened each box, the black squares from the both of the heat wraps of each box fell out on her lap. This report is one of four total reports. The associated reports are 2023-us-025240 (in the same package as the current report), 2023-us-025449, and 2023-us-02450. No additional information was provided.